Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(4) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 977a260, serial/lot #: (B)(4), (B)(6), (B)(4). (B)(4) pertains to lead 977a260 5mm compact 1x8 MRI ((B)(4)) and lead 977a260 5mm compact 1x8 MRI ((B)(4)). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported lead migration/dislodgement and the patient had inadequate pain relief. It was noted the device was reprogrammed (B)(6) 2018. It was noted the pain was not as good as expected. It was noted the lead migrated t9 bilaterally on (B)(6) 2018. It was noted the patient event was possibly related to the device or therapy. It was noted the event was unlikely related to the implant procedure. The patient noted they she had not had as much pain relief as she hoped from the device although it did help, and she would continue to use the device. The patient was reprogrammed multiple times to try different programs. The patient remained 4-5 in general, no back pain, and 4-5 leg pain. The hcp stated there was no further action planned as she was told it was as good as it was going to get. It was noted the issue was unresolved with no further action planned.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that on the x-ray it showed as the right lead that migrated, but the leads were not identified as right or left on the surgery dictation or procedure information, thus it was unknown which lead migrated. No further complications were reported/anticipated.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the cause of the lead migration was not determined. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018. Product type: lead; product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.